Event description:
It was reported that the patient was admitted to the hospital, as of yesterday, for nausea. It was also reported that the patient had the stimulation from their implantable neurostimulator (ins) increased from 3.0 to 3.5 volts back in (B)(6) 2013 and did well immediately after that. The patient then experienced nausea for a couple of months so they increased the stimulation up to 4.3 volts on (B)(6) 2013. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).